Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 011596- the dentist reported that after 10 years dental implant was installed in intraoral region 19#, its loss of osseointegration was observed. In addition, bone graft was executed.